Manufacturer narrative:
Additional information: a.2., a.4., b.5.,g.2., and h.6.

Event description:
A peritoneal dialysis (pd) patient's daughter reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2025. In a follow up, a nurse confirmed the patient presented to the emergency room with an altered mental status, confusion, vitamin b-6 toxicity, neuropathic pain, and suspected peritonitis on (B)(6) 2025. The patient¿s point-of-contact stated due to the patient¿s confused state, she removed the end cap from the pd catheter (not a fresenius product) while attempting to use the restroom. As a result, the patient line of the liberty cycler set fell to the ground and remained exposed until the patient reconnected. A peritoneal effluent fluid culture was obtained, and the patient was formally admitted. Despite the patient¿s symptoms the peritoneal effluent fluid culture result returned negative for growth. Even so, the patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies not provided) while hospitalized. The pdrn attributed causality to a touch contamination event due to the patient¿s altered mental status (confusion) she did not properly disconnect from the liberty cycler set (new transfer set applied). Per the pdrn, there was no fresenius device(s) and/or product(s) deficiency or malfunction to report. Following discharge on (B)(6) 2025, the patient resumed utilizing the same liberty select cycler without any reported issues. Additionally, the patient continued to receive ip ceftazidime 2000 mg for an additional 12 days, and a single dose of vancomycin 1000 mg. The patient is recovering from the serious adverse events, showing an improved appetite and participating in physical therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's daughter reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2025 through (B)(6) 2025. In a follow up, a nurse confirmed the patient presented to the emergency room with an altered mental status, confusion, vitamin b-6 toxicity, neuropathic pain, and suspected peritonitis on (B)(6) 2025. The patient¿s point-of-contact stated due to the patient¿s confused state, she removed the end cap from the pd catheter (not a fresenius product) while attempting to use the restroom. As a result, the patient line of the liberty cycler set fell to the ground and remained exposed until the patient reconnected. A peritoneal effluent fluid culture was obtained, and the patient was formally admitted. Despite the patient¿s symptoms the peritoneal effluent fluid culture result returned negative for growth. Even so, the patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies not provided) while hospitalized. The pdrn attributed causality to a touch contamination event due to the patient¿s altered mental status (confusion) she did not properly disconnect from the liberty cycler set (new transfer set applied). Per the pdrn, there was no fresenius device(s) and/or product(s) deficiency or malfunction to report. Following discharge on (B)(6) 2025, the patient resumed utilizing the same liberty select cycler without any reported issues. Additionally, the patient continued to receive ip ceftazidime 2000 mg for an additional 12 days, and a single dose of vancomycin 1000 mg. The patient is recovering from the serious adverse events, showing an improved appetite and participating in physical therapy.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. It should be noted that a lack of follow-up clinical information precluded a more in-depth investigation. Individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's daughter reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2025 through (B)(6) 2025. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, hospital records, mediation records, demographics) were unsuccessful.